Event description:
Further follow-up revealed that the pt underwent generator replacement surgery due to end of service.

Event description:
The reporter indicated that recently the pt began experiencing a sharp pain in the chest when pt "sits down to relax". The pt claims that it doesn't happen at work, it only happens at home, it was also reported that the pt is experiencing painful magnet stimulation. The vns system was evaluated and reported to be functioning properly. The pt was referred to a cardiologist. It was further reported that the device "shocks pt where the implant is" and it only does it at night. The shocking sensation wakes the pt up. X-rays were taken and nothing was seen that could cause the reported adverse event. The reporter also stated that the pt has had the vns implant for approximately 4 years and has had good seizure control. It is unk at this time if the vns system is contributing the pt's chest pain.